Manufacturer narrative:
Date of exp is unk as lot no. Was not provided. (B)(4) - fracture(s) of device material. Investigation is in progress.

Event description:
On (B)(6) 2011 a cook celect navalign femoral vena cava filter set was placed in a male pt. The physician verified that the tip of the filter was at the level of the lowest renal vein. The vena cava measured between 20 and 25 mm wide, and placement looked good. The pt was presented to interventional radiology on (B)(6) 2011 with a gi bleed and hemoglobin of 3.5. The gi physician scoped the pt, and found two metal objects penetrating the duodenum. The interventional radiologist did a CT and viseogram, and could not find the source of the bleed. Then on (B)(6) 2011, the filter was removed without complication to the pt, and there is no gi bleeding. On (B)(6) 2011, the physician reported that the pt is doing fine. On (B)(6) 2011, the physician reported that the pt is doing fine.